Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme abnormal pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), crying ("makes me cry"), hypersensitivity ("allergic reaction"), tooth fracture ("cracks in my teeth") and abdominal distension ("bloating"). The patient was treated with surgery (going to schedule hysterectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, migraine, crying, hypersensitivity, tooth fracture and abdominal distension outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, crying, hypersensitivity, migraine, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder, migraine, abdominal pain, crying, hypersensitivity, tooth fracture, abdominal distension. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme abnormal pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), crying ("makes me cry"), hypersensitivity ("allergic reaction"), tooth fracture ("cracks in my teeth") and abdominal distension ("bloating"). The patient was treated with surgery (going to schedule hysterectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, migraine, crying, hypersensitivity, tooth fracture and abdominal distension outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, crying, hypersensitivity, migraine, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder, migraine, abdominal pain, crying, hypersensitivity, tooth fracture, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.